Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that some pen needles don't release medication during priming. Verbatim: parent called stating some of the pen needles don't release medication during priming. Stated she is losing half of them due to this. Stated today she had to use 2 needles to complete an injection."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that some pen needles don't release medication during priming. Verbatim: parent called stating some of the pen needles don't release medication during priming. Stated she is losing half of them due to this. Stated today she had to use 2 needles to complete an injection."